Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported, the infusion set was leaky under the self adhesive. Patient stated, this issue occurred several times. Patient reported, her blood glucose level was over 300 mg/dl. Patient's normal blood glucose level is 120-150 mg/dl. Patient stated, she took correction via the infusion device and was able to get her blood glucose under control by herself. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.